Event description:
It was reported that during training exercise, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It was later reported that the leak was in-between the mobile helium tank and the rescue iabp unit. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replaced the o-ring on the rescue iabp unit. Subsequently the stm performed preventative maintenance (pm) including all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during training exercise, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It was later reported that the leak was in-between the mobile helium tank and the rescue iabp unit. There was no patient involvement, and no adverse event reported.